Event description:
It was reported that ultrasafe x100l png clear nvs stein separated from the syringe. This was discovered during use. The following information was provided by the initial reporter: on his second syringe, the top was missing and the needle came off and hit the floor he picked it up and manage to put the needle back in the syringe and received his dose.

Manufacturer narrative:
H.6. Investigation summary unconfirmed, no issue observed investigation conclusion the customer issued a complaint for a separating problem detected by end user. Neither photo nor sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps did not perform a batch history record¿s review (bhr) based on the facts that batch record does not extend to syringe production and quality result overview in case of syringe production is not scope bd tatabánya production process. Root cause description based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. Rationale complaint is unconfirmed. H3 other text : see section h.10.

Manufacturer narrative:
PMA/510(k)#: k011369, k122558. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ultrasafe x100l png clear nvs stein separated from the syringe. This was discovered during use. The following information was provided by the initial reporter: on his second syringe, the top was missing and the needle came off and hit the floor he picked it up and manage to put the needle back in the syringe and received his dose.